Manufacturer narrative:
Investigation: the explanted components have been discarded and cannot be returned to the manufacturer for identification and analysis. Checking the manufacturing charts of the involved lot #1921272, no pre-existing anomalies were found on the components manufactured with the same lot #. Checking the manufacturing charts of the involved lot #2503636, no pre-existing anomalies were found on the components manufactured with the same lot #. A final MDR will be shared upon completion of the investigation.

Event description:
A shoulder revision surgery was performed on (B)(6) 2026 due to a failed hemi anatomic implant. The surgeon removed the anatomic head and adaptor and excised the superior edge of the glenoid. The cta head was re-implanted with the adaptor in the reverse position to allow greater contact with the glenoid rather than the acromion. The previous surgery was performed on (B)(6) 2025 and consisted of a revision for a failed "reverse" to hemi arthroplasty, however, the anatomic hemi construct ended up resting on the superior edge of the glenoid. The surgeon followed the standard surgical workflow for shoulder revision. The explanted components included: smr humeral head ø54 mm (product code 1322.09.540, lot 1921272, ster. N. 2000414). Neutral adaptor taper standard (product code 1330.15.270, lot 2503636, ster. N. 2500066). Patient is female, 76 years old. Event happened in australia.